Event description:
The lay-user/pt alleged that the buttons on the keypad do not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: pump boots up to 'verify' screen with functional auditory and vibratory alarms. No visual/ damage observed to keypad. "Contrast button unresponsive and does not spring back when pressed. 'Up/ok' buttons were responsive while the 'down' button was intermittently responsive; 'up/down/ok' buttons spring back normally. During a visual inspection, there was contamination observed under 'down/contrast' buttons and no contamination observed under 'up/ok' buttons.